Event description:
The caller alleged poor correlation and discrepant results when compared with the lab. The following results were reported: inratio: 1.4, 6.1 (retest), 4.5; lab: 3.5. A new strip lot was sent to the customer for a parallel study. The following results were reported: inratio: 2.3 - new strip lot, 1.6 - old strip lot; lab: 1.9. Replacement meter sent. Old meter shall be returned for evaluation purposes.

Event description:
The caller alleged poor correlation and discrepant results when compared with the lab. The following results were reported: inratio: 1.4, 6.1 (retest), and 4.5 (lab: 3.5). A new strip lot was sent to the customer for a parallel study. The following results were reported: inratio lab 2.3 - new strip lot, and 1.6 - old strip lot (lab: 1.9). Replacement meter sent. Old meter shall be returned for evaluation purposes.

Manufacturer narrative:
Inaccuracy: per tr 0150, the calculated mean of the inratio meter and comparative system inr is 4. The confidence limits for this mean are 2.3-5.6. The reported inr values from the complaint were 4.5 and 3.5. Both values are not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing is required at this time. Data from parallel study with the new strip lot that was sent: inaccuracy: per tr 0150, the calculated mean of the inratio meter and comparative system inr is 1.75. The confidence limits for this mean are 1.2-2.3. The reported inr values from the complaint were 1.6 and 1.9. Both values are not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing is required at this time.

Manufacturer narrative:
Inaccuracy: per tr 0150, the calculated mean of the inratio meter and comparative system inr is 4. The confidence limits for this mean are2.3-5.6. The reported inr values from the complaint were 4.5 and 3.5. Both values are not considered discrepant within the context of the document variability for inr testing. Therefore, no further testing is required at this time. Imprecision: per tr 0150, following is the calculation of the imprecision criteria: 1) mean of the replicate reported in complaint for in inratio = 4. 2) standard deviation for the replicates = 2.38. 3) %cv = sd/mean * 100 = 59.5%. 4) this value is more than 20%, which means the criterion is not met. Therefore further testing is required at this time. Data from parallel study with the new strip lot that was sent: inaccuracy: per tr 0150, the calculated mean of the inratio meter and comparative system inr is 1.75. The confidence limits for this mean are 1.2-2.3. The reported inr values from the complaint were 1.6 and 1.9. Both values are not considered discrepant within the context of the documented variability for inr testing. Therefore no further testing is required at this time. Imprecision: 1) mean of the replicates reported in complaint for the inratio = 1.95. 2) standard deviation for the replicates = 0.49. 3) %cv = sd/mean *100 = 25.12%. 4) this value is more than 20%, which means the criterion is not met. Therefore further testing is required at this time.